Event description:
It was reported that insulin gauge displayed an amount different than expected and that pump showed a static fill estimate despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer received education that this could occur when there was a large difference in measured pressures used to estimate remaining insulin and was advised that once actual insulin amount matched the static number, fill estimate would resume counting down normally, which customer understood and acknowledged.